Event description:
It was reported that the procedure was to treat a patient with advanced iliac and coronary arteriosclerosis disease with heavy tortuosity in the aorta with very difficult access. The de novo lesion was located in the mid right coronary artery (rca) with heavy tortuosity, moderate calcification, and 80% stenosis. Reportedly, a 3.0x33 rx xience prime stent delivery system (sds) was advanced via direct stenting, resistance was felt with the anatomy, and the proximal shaft of the sds separated into two pieces outside of the patient anatomy while advancing the stent delivery system through the guiding catheter right before attempting to cross the lesion in the rca. The 3.0x33 xience prime sds was withdrawn from the patient anatomy without issue. A new xience prime was implanted to successfully treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper, guide cath: launcher mdt, sheath: balton. (B)(4) - no pre-dilatation. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The reported shaft separation was confirmed. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. Based on the information reviewed, there is no indication of a product deficiency.